Manufacturer narrative:
Device evaluation update: g4, g7, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determine the root cause of defective iflow 200 s single-use proximal flow sensor but most likely it is due to rough handling, the exact root cause is unknown.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that after an emergency surgery, they started respiratory management to a patient on a bellavista 1000. Two hours after, unit alarm occur as there were presence of leaks and found out that the housing of the flow sensor was broken. The customer also confirmed that there was no leak found prior use. Furthermore, the issue happened in ICU and there was no patient harm reported as they responded immediately during the event.